Event description:
It was reported that a patient underwent an urological procedure on an unknown date and suture clips were used. During the procedure, it was reported by a sales rep that, during an unknown urological surgery, the opened products had already been hydrolyzed. There were instances where newly opened clips could be loaded, but there were also cases where the newly opened ones had also been hydrolyzed. When touched, they crumbled and broke apart, so only some of the packages related to the complaint have been kept. (Many of the xc200 clips have lost their original form and have been discarded. Some of the packages have also been discarded.) As for the complaint item, the xc200 has already been discarded, so only the package stored will be returned. The customer would like to ask you to check for pinholes. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the following information will be requested from bq: - was the sterility of the device compromised? Unk. - were there any issues with the seal of the sterile packaging? Unk. - are there photos available for visual analysis? Unk. - package lot number of the clips? Unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). - please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. We regularly contact with sale rep about the device returning. Lot number of (B)(4): unk = ub2aem qty to be returned of (B)(4): 1 = 2. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.